Event description:
Legal counsel for patient reported patient underwent a total left hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2009 due to patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. Review of invoice history confirmed the modular head, acetabular cup and liner were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received in the revision operative notes indicates that the revision was due to pain and noted the presence of fluid, darkened friable appearance to synovium and minimal bony ingrowth on the cup. The modular head, acetabular cup and taper liner were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a total left hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2009 due to patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. Review of invoice history confirmed the modular head, acetabular cup and liner were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-03571 / 03573).